Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
The needle on the bd insyte autoguard bc was sluggish to retract which affected the blood control valve.

Manufacturer narrative:
The complaint of sluggish retraction could not be confirmed from the shielded needle that was provided for investigation. The needle was received fully retracted within the safety shield. The IV catheter was not returned with the needle. The returned sample exhibited evidence of use. Due to the condition of the returned sample, the complaint could not be confirmed. No damage or defects were identified that would cause the reported issue. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. There were no other similar complaints from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.